Event description:
The patient claimed that the up button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas with the following findings: testing confirmed sticking/intermittent responses to button presses on the up arrow button. Product analysis removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.